Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 341, which was not reproduced. System error 341 was confirmed through a review of the event history log. Evaluation was unable to determine an assignable cause and therefore, no corrective action was required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 341 during therapy in the nursing care area (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.